Manufacturer narrative:
Complete name for medwatch field e1 initial reporter establishment name: (B)(6). The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas c 503 analytical unit, results were provided for 1 patient. The initial result was 208 umol/l, and the repeat result on another analyzer was 62.8 umol/l. The initial result was questioned by the patient and was then repeated.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The creatinine plus ver.2 reagent lot number is 853138, and the expiration date is 31-oct-2025. A field service engineer (fse) discovered build-up on a sample probe. The fse verified adjustments and the gear pump pressure, and decontaminated the sample probe. Qc and calibration were passing before the event, so a general reagent issue is unlikely. The investigation determined that there were no indicators of product-related issues identified.